Manufacturer narrative:
Per the information collected, the wi-fi indicator on the footswitch was red, which indicates that there was an error in the wireless connection. The wireless connection with the base station was re-established after restarting the azurion system. By restarting the system, the power to the wireless base station is removed which resets it. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Philips has attempted to obtain patient information. However, the customer has not provided the requested information.

Event description:
It has been reported to philips that the connection with the wireless footswitch was lost connection during a procedure. The procedure was completed after restarting the azurion system. No harm has been reported to philips.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.